Event description:
A piece of the front end broke during a knee arthroscopy procedure. The broken piece was able to be retrieved however, the surgeon experienced a one hour delay as a result. A back-up device was used to complete the procedure.